Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the implantable pulse generator (ipg) reached the end of service and patient was without stimulation. Ipg was later explanted and replaced and therapy was restored. No complications were noted during the procedure. It is unknown if the ipg reached end of service prematurely.

Manufacturer narrative:
The reported event was confirmed. The ipg was returned inoperable due to a depleted battery. After the device was recovered, analysis of the returned ipg along with longevity calculation confirmed normal battery depletion based on device usage. The root cause of the inoperable ipg was due to normal battery depletion.